Event description:
It was reported to philips that system was not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to power on. Customer evaluated and resolved the issue by themselves and did not request philips service. Field service engineer (fse) called customer for the root cause and resolution. Customer confirmed that the reported problem was caused by the voltage instability in hospital. Device was back to normal use after the power supply in hospital was normal. The device was confirmed to be operating per specifications and no failure was identified. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.